Manufacturer narrative:
Since the device is not available to be returned to us, a tech eval cannot be determined. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history review was completed for the following lot numbers: 25094119 and 25094946. Product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaws fractured on the vaso view hemopro. Nothing fell into the pt. A replacement device was used to complete the procedure. The hosp did not report any pt effects.